Event description:
I had essure since 2006, ref (B)(4). Lot #626626 since then I've had severe lower back pain, severe bloating, stomach pain, teeth problems, kidney stones, multiple emergency room visits for all these problems. Since (B)(6) 2013 my symptoms have become worse. They are as followed: mini stroke, constant lightheadedness, tingling in my chest up into neck, severe bloating, periods lasting 25 days, changing pad every 1 1/2 hours, blood clotting, weight gain, muscle spasms in legs and feet, lower back pain, hives on head, acne on back of neck, pelvic pain, yeast infections, brain fog, anemia, cyst on ovaries, ruptured cysts, leaking heart valve, depression, fatigue, forgetful, irritable bowel syndrome, chest pains. Since this device has been put into my body my quality of life has not been good. This is effecting my job and time with my family.